Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a return of pain, a reported big fall, high impedance, and loss of stimulation were reported by the patient. High impedance was reported and was not observed on the day of surgery, and impedance values were documented as 40000. Troubleshooting was performed by providing a program using the only two working electrodes available. The issue was reported as ongoing and not resolved, and the patient was scheduled for a lead revision soon. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the rep that the patient was explanted and re-implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.